Event description:
It was reported that during ptca treatment procedure, the maverick 2 monorail 20/2.25 mm balloon ruptured at 9 atms on the initial inflation. The lesion being treated was a 99% stenotic lesion in the 1st diagonal branch of the left anterior descending coronary artery. The maverick 2 monorail 20/2.25 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.